Manufacturer narrative:
The manufacturer healgen has completed the investigation. After reviewing the relevant manufacturing documentation associated with lot number 2203768eua, no irregularities were found. Tests retained from lot number 2203768eua were tested. All devices performed as expected when tested per the standard procedure. Based on investigations, manufacturer was unable to replicate the customer's complaint. No irregularities or deviations were observed in the manufacturing documentation for the lot related to complaint. The cause of this event is unknown.

Manufacturer narrative:
More information requested from the customer to perform further investigation. Customer obtained 3 false negative test results on siemens clinitest covid-19 antigen self test while performing all 3 tests on the same day at home. Thereafter customer visited a doctor's clinic whereat another siemens clinitest was carried out at the clinic and showed a positive result. Tests were not returned by customer. The cause of this event is unknown.

Event description:
As holders of the emergency use authorization, siemens healthcare diagnostics is submitting this report on behalf of the manufacturer healgen scientific. The customer reported 3 false negative test result for covid on clinitest covid19 self test when compared with another siemens clinitest covid-19 test result at doctor's clinic. There was no reported injury due to this event.